Event description:
Customer reported hearing arcing coming from the generator. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and could not find any evidence of arcing. System operates as intended.